Manufacturer narrative:
The insulin pump passed the self-test, unexpected restart error test, displacement test, rewind and off no power test. Device alarmed prime during basic occlusion test duet loose/protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test due to prime alarm. No battery out limit alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and missing drive support sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 110 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.